Manufacturer narrative:
The report received from the affiliate indicated that the 7 fr. Maxi ld 20 x 4 balloon was delivered to the target lesion for post-dilation of an excluder (goa) stent and ruptured at 2 atm. The balloon inflated, deflated, and re-wrapped normally. The product was removed intact from the patient and the procedure was completed successfully with another maxi ld balloon catheter. There was no reported patient injury. The patient was reported to be in stable condition. The target lesion for the procedure was an abdominal aortic aneurysm. There was no reported difficulty removing the product from the packaging or difficulty removing the protective balloon cover. The product was prepped properly according to the instructions for use (IFU). There were no kinks or bends noted upon inspection prior to use. A boston scientific encore inflation device was used for the procedure. It was not known if the same inflation device was used subsequently. There was no information provided regarding contrast or the contrast to saline ratio used. There was no reported difficulty or resistance/friction reported during advancement through the guiding catheter or accessing the lesion. No additional information was available. The device was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot r0908557 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Balloon burst, leakage and inflation/deflation tests performed during manufacturing process were found to be passing. No conclusion regarding the reported maxi ld balloon burst can be made based on the available information and without the return of the device for analysis. There is no indication that the event is related to the manufacturing process based on the device history record review; therefore no corrective actions will be taken at this time.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot r0908557 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Fifteen units were rejected during the final assembly of this lot. The DHR review confirmed that the rejected units were properly segregated and discarded. No issues were noted that were considered potentially related to the reported complaint. No excursions were found for lot r0908557. No non-conformance records were issued for this lot. Balloon burst, leakage and inflation/deflation tests performed during manufacturing process were found to be pass.

Event description:
The report received from the affiliate indicated that during a percutaneous transluminal angioplasty (pta), the 7 fr. Maxi ld 20 x 4 balloon was delivered to the target lesion for post-dilation of an excluder (goa) stent and ruptured at 2 atm. The product was removed and the procedure was completed successfully with another maxi ld balloon catheter. There was no reported patient injury. The patient was reported to be in stable condition. The target lesion for the procedure was an abdominal aortic aneurysm. There was no reported difficulty removing the product from the packaging or difficulty removing the protective balloon cover. The product was prepped properly according to the instructions for use (IFU). There were no kinks or bends noted upon inspection prior to use. A boston scientific encore inflation device was used for the procedure. It was no known if the same inflation device was used subsequently. There was no information provided regarding contrast or the contrast to saline ration used. There was no reported difficulty or resistance/friction reported during advancement through the guiding catheter or accessing the lesion. The balloon inflated, deflated, and re-wrapped normally. The product was removed intact from the patient. No additional information was available.